Manufacturer narrative:
The device was evaluated by zoll medical corporation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The lcd display will be replaced. The dvice will be recertified and returned to the customer once the repair estimate has been approved. Analysis of report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.